Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer filled after loading the cartridge. Customer was able to load a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.